Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. At this time, no further information is available. No adverse patient effects were reported. The lead remains in service.